Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device moved") and pelvic pain ("pelvic pain") in a 28-year-old female patient who had essure (batch no. S40024-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included grand multiparity and cholecystectomy. Previously administered products included for an unreported indication: depo provera and tricylon. Concurrent conditions included weight normal, tobacco use disorder, esophageal reflux, cervical dysplasia and adenomyosis. Concomitant products included ibuprofen, nitrofurantoin and omeprazole (prilosec). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 14 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 1(B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), nausea ("nausea"), tooth disorder ("dental problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain lower ("cramping") and visual impairment ("vision/eye problems"). The patient was treated with surgery (underwent hysterectomy (partial)/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety, depression, migraine, headache, tooth disorder, dysmenorrhoea, eye disorder, fatigue, weight increased, arthralgia, back pain and visual impairment outcome was unknown, the urinary tract infection had resolved and the nausea and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, infection, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: approximately 3 coils remained on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on an unknown date: not reported . On (B)(6) 2017: gross description: formalin and is labeled "uterus; bilateral tubes." It consists of a pink-tan uterus with attached cervix but detached bilateral fallopicm tubes. The uterus with cervix weighs 120 grams and measures 9.5 x 6 x 4.5 cm. The ectocervix measures 3.5 x 2.5 cm. The os measures 0.5 cm. The endo cervical canal measures 2.8 cm in length. The endometrial measures 4 cm in length and is up to 2.2 cm from cornu to cornu. The uterus does not exhibit any fibroids or leiomyomata but does have the contraceptive devices. The first fallopian tube is measures 5.2 x 0.5 x 0.5 cm. The fallopian tube has a few tiny para tubal cyst attached measuring less than 0.1 cm and appears to be filled with clear fluid. The second fallopian tube segment measures 3.8 x 0.5 x 0.5 cm. It has a para tubal 1 x 0.6 x 0.5 cm. Final diagnosis: uterus and bilateral fallopian tubes hysterectomy with salpingectomy. Cervicitis and focal squamous metaplasia, secretory phase endometrium and focal adenomyosis and para tubal cyst, bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device moved") and pelvic pain ("pelvic pain") in a 28-year-old female patient who had essure (batch no. S40024-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included grand multiparity and cholecystectomy. Previously administered products included for an unreported indication: depo provera and tricylon. Concurrent conditions included weight normal, tobacco use disorder, esophageal reflux, cervical dysplasia and adenomyosis. Concomitant products included ethinylestradiol;norgestimate (tri-cyclen) from june 2017 to october 2017, ibuprofen, nitrofurantoin and omeprazole (prilosec). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 14 days after insertion of essure. On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) -2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), nausea ("nausea"), tooth disorder ("dental problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), abdominal pain lower ("cramping"), visual impairment ("vision/eye problems"), urinary tract disorder ("bladder urinary problems or changes") and bladder disorder ("bladder urinary problems or changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)/salpingectomy and underwent hysterectomy (partial)/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety, depression, migraine, headache, tooth disorder, dysmenorrhoea, eye disorder, fatigue, weight increased, arthralgia, back pain, visual impairment, urinary tract disorder and bladder disorder outcome was unknown, the urinary tract infection had resolved and the nausea and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, infection, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: approximately 3 coils remained on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on an unknown date: results: not reported. On (B)(6) 2017: gross description: formalin and is labeled "uterus; bilateral tubes." It consists of a pink-tan uterus with attached cervix but detached bilateral fallopicm tubes. The uterus with cervix weighs 120 grams and measures 9.5 x 6 x 4.5 cm. The ectocervix measures 3.5 x 2.5 cm. The os measures 0.5 cm. The endo cervical canal measures 2.8 cm in length. The endometrial measures 4 cm in length and is up to 2.2 cm from cornu to cornu. The uterus does not exhibit any fibroids or leiomyomata but does have the contraceptive devices. The first fallopian tube is measures 5.2 x 0.5 x 0.5 cm. The fallopian tube has a few tiny para tubal cyst attached measuring less than 0.1 cm and appears to be filled with clear fluid. The second fallopian tube segment measures 3.8 x 0.5 x 0.5 cm. It has a para tubal 1 x 0.6 x 0.5 cm. Final diagnosis: uterus and bilateral fallopian tubes hysterectomy with salpingectomy. Cervicitis and focal squamous metaplasia, secretory phase endometrium and focal adenomyosis and para tubal cyst, bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Further company follow-up with the consumer, lawyer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- bladder urinary problems or changes. Reporter information, concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device moved") and pelvic pain ("pelvic pain") in a 28-year-old female patient who had essure (batch no. S40024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included grand multiparity and cholecystectomy. Previously administered products included for an unreported indication: depo provera and tricylon. Concurrent conditions included underweight, tobacco use disorder, esophageal reflux, cervical dysplasia and adenomyosis. Concomitant products included ibuprofen, nitrofurantoin and omeprazole (prilosec). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 14 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), nausea ("nausea"), tooth disorder ("dental problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain lower ("cramping") and visual impairment ("vision/eye problems"). The patient was treated with surgery (underwent hysterectomy (partial)/salpingectomy) and surgery (hysterectomy (partial)/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety, depression, migraine, headache, tooth disorder, dysmenorrhoea, eye disorder, fatigue, weight increased, arthralgia, back pain and visual impairment outcome was unknown, the urinary tract infection had resolved and the nausea and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, infection, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: approximately 3 coils remained on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on an unknown date: not reported. On (B)(6) 2017: gross description: formalin and is labeled "uterus; bilateral tubes." It consists of a pink-tan uterus with attached cervix but detached bilateral fallopicm tubes. The uterus with cervix weighs 120 grams and measures 9.5 x 6 x 4.5 cm. The ectocervix measures 3.5 x 2.5 cm. The os measures 0.5 cm. The endo cervical canal measures 2.8 cm in length. The endometrial measures 4 cm in length and is up to 2.2 cm from cornu to cornu. The uterus does not exhibit any fibroids or leiomyomata but does have the contraceptive devices. The first fallopian tube is measures 5.2 x 0.5 x 0.5 cm. The fallopian tube has a few tiny para tubal cyst attached measuring less than 0.1 cm and appears to be filled with clear fluid. The second fallopian tube segment measures 3.8 x 0.5 x 0.5 cm. It has a para tubal 1 x 0.6 x 0.5 cm. Final diagnosis: uterus and bilateral fallopian tubes hysterectomy with salpingectomy. Cervicitis and focal squamous metaplasia, secretory phase endometrium and focal adenomyosis and para tubal cyst, bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet and medical record received. Essure lot number,reporter information, patient¿s demographic information, other relevant history updated. Indication female sterilization added. Events: essure device moved, urinary tract infection, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), vision/eye problems, fatigue, weight gain, joint pain, back pain, cramping, she did not undergo confirmation test were newly added. Outcome of event cramping, urinary tract infection and nausea were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparotomy and bilateral linear salpingostomy with removal devices on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, infection, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.